Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of tubing found to disconnect from the t-connector could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Root cause analysis: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that primary tubing sets disconnected from t-connector on 2 occasions. The following information was provided by the initial reporter: material #: pri_tubing batch #: unknown. It was reported two primary tubings found to disconnect from the t-connector net t-connector for IV's in use this morning two primary tubings found to disconnect from the t-connector on pediatric patient. Screw together pieces and found to unscrew slowly between t piece and primary tubing. No injury noted to patient. Fluids infusing were ns and d5ns with k; it took about 30 minutes for the tubing to unscrew.